Event description:
Description of event according to initial reporter: filter jumped out of the sheath during endoluminal venogram. "Dislodged" celect filter. Patient outcome: filter had to be retrieved out and 2nd piece was deployed. (Retriever used: vrs-6.0-90 lot#ns13842300, second filter successfully deployed: igtcfs-65-2-uni-celect-pt lot#e4127553) the patient did not experience any adverse effect due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k) k211875. Investigation is still in progess.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the filter jumped out of the sheath during procedure. The filter had to be retrieved and another filter was deployed successfully. It was assessed that because any discovered non-conformance's were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use excessive force should not be exerted in placement of the filter. There are adequate controls in place to ensure the device was manufactured to specifications. The product was not returned for evaluation and no images were provided. Without any images or the device returned it would be inappropriate to speculate what may or may not have caused the filter to release before activating the release mechanism. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.